Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table and hand control. The technician did not find any issue with the function or operation of the surgical table or hand control. The unit was returned to service with no repairs required. The 4085 surgical table operator manual (pg. 3-2) states: "the 4085 surgical table is equipped with auxiliary override systems that can be actuated at any time and that will allow table operation in the event of primary control malfunction." The technician counseled user facility personnel on the proper use and operation of the surgical table and hand control, including the function of the manual auxiliary controls. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 4085 surgical table was not responding to hand control commands. The procedure was cancelled as a result. No report of injury.